Event description:
It was reported by the patient that the signal of the implantable cardioverter defibrillator (ICD) could not be detected. The physician suspected the device reached premature battery depletion during warranty period. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.